Event description:
It was reported that during a ureteroscopy (urs) procedure, the scrub tech opened the laser fiber and noticed that the fiber broke off outside the patient prior to being plug-into the console. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a ureteroscopy (urs) procedure, the scrub tech opened the laser fiber and realized that it snapped the fiber broke off outside the patient prior to being plug-into the console. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.